Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical support services was in communication with the customer and it was noted that the customer had requested educational material to provide to their staff. The customer was not able to provide a specific lot number at the time. Bd provided the customer with educational material on the bd quikheel and the microtainer products. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg is clotting. Customer stated: "I do believe it¿s the technique of nurses that¿s causing the problem. This is the reason why I requested educational fliers from your company and use them as educational tool.".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg is clotting. Customer stated: "I do believe it¿s the technique of nurses that¿s causing the problem. This is the reason why I requested educational fliers from your company and use them as educational tool."